Event description:
It was reported that the patient developed pocket infection 2 weeks after implant. The implantable cardioverter defibrillator was also noted to be eroded. The patient was treated with local debridement. At 3 years after implantation, the right ventricular (rv) lead pacing threshold suddenly increased and the r wave amplitude decreased. The attending physicians decided not to replace the ICD system because neither sensing failure nor significant lead displacement was observed on a chest radiograph. Five years after implant, there was loss of capture in the rv. The patient presented after receiving several inappropriate shocks because the rv lead could no longer "sensing" the r-wave. Chest x-ray and CT scan noted that the rv lead had perforated the myocardium, 8 years after the implant. The patient presented for a lead revision procedure. During the procedure, it was noted that the lead could not be removed due to adhesion with the right atrial lead. The lead was explanted with laser extraction. The patient was asymptomatic until the inappropriate shocks. It was suspected that the lead perforation started 3 years after the implant. As the patient underwent local debridement 3 times after implantation due to device infection, it was also suspected that the perforation might have been an iatrogenic complication during the process of debridement. No further information was available.